Event description:
It was reported the lead was damaged. Follow up revealed that the silicon over the electrode separated. The lead replaced and not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood on the electrode tip. Visual analysis showed per design the silicone over the electrode was manufactured correctly and there was no insulation issue. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.